Manufacturer narrative:
Analysis of the spinal stimulation lead (lot number va12a58002) found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that during the operation the impedances of 11-15 were >20000. When tested at 3 volts electrodes 3, 12-15 were >40000. The ports were switched and the test rerun at 3 volts and the elevated impedance followed the lead. The same issue was seen when testing the lead impedance with the screening cable/external neurostimulator. Further information received from the representative reported that the lead was replaced. No patient symptoms reported. If additional information is received a follow-up report will be sent.